Manufacturer narrative:
Date of event - unk. Product code: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date -unk. Claim#: (B)(4).

Event description:
Video complaint: the reporter indicated that an implantable collamer lens was explanted from a patient's eye due to a cataract. Another lens was explanted due to high vault. Attempts to obtain additional information have not been successful.